Event description:
It was reported to MFR, the facility was transferring a resident out of bed, he was still over the bed, when the lift failed. The threaded stud that goes into the bottom of the jack fell out. Resident was not injured when he fell back on to bed. MFR sent replacement jack out and issued RMA #741246 for return and eval of jack in question. MFR date of june 2003. MFR did c/a #ct041003 for fix, this fix was issued and implemented 2004. MFR received confirmation that oceclo inc. Received the urgent medical device correction notice and sent back green card. However, et care inc. Refused the mailing on 9/19/06, 9/28/06, and 10/5/06 per the united states postal service and was returned to mfg as refused by addressee.